Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An actual device was received and evaluated for the reported event of particulate matter on the end of the patient line. The visual inspection was performed and it verified the reported problem since there were black stains noted on the patient line connector. The dirt was likely generated by the friction in the conveyor during the manufacturing process. A nonconformance has been opened to address this issue. There were also 12 retention samples evaluated, but they were found to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was dirt and glue found on the end of the patient line of the homechoice cassette during the set up. This event occurred when the cassette package was opened and the cap was removed from the patient line. The device was not used for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.